Event description:
It was reported that the insulin gauge on the pump displayed a different amount than the caller expected, showing 14.32 units instead of the expected 50 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller confirmed completing the necessary steps to remove air from the cartridge and using room temperature insulin for filling.